Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause of ER visit and/or hospitalization was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.